Event description:
It was reported that pre-operatively, a computed tomography (CT) scan indicated that there was a 7-millimeter (mm) margin between the patient's membranous septum and the transcatheter aortic valve that was intended to be implanted. Therefore, the procedure was initiated by inserting the delivery catheter system (dcs) into the patient and advancing to the aortic annulus. The valve was then deployed to the point of no recapture (ponr) in that it was positioned 2-millimeters (mm) from the non-coronary cusp (ncc). At this position, complete heart block (chb) occurred, so valve recapture was performed. After recapture and reposition of the valve, the patient's complete heart block (chb) did not subside. A temporary pacemaker was then placed, and the patient was put under observation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: unknown, ubd: unknown, UDI#: unknown. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.